Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with two evoke spinal cord stimulation (scs) systems was seen for an evaluation of their surgical wound and scs system re-programming. The patient reported experiencing a subjective fever overnight. The physician changed the wound dressings and prescribed antibiotics as a precaution. Saluda personnel followed up with the patient, who was noted to be taking the antibiotics and feeling well.

Manufacturer narrative:
Additional information: section b2 - outcomes attributed to adverse event, section b5 - describe event or problem, section d4 - expiration date, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The closed loop stimulator was explanted and discarded at the hospital. Infection that may require hospitalisation with intravenous antibiotic therapy and requiring surgery (including revision, explant and replacement) as a result is identified in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
It was further reported that the patient¿s wound reopened, and an infection was confirmed. Three days later, the patient exhibited exudate exiting the wound, a headache, and neck stiffness. The patient was admitted to the hospital and was administered intravenous antibiotics for the infection. The cervical scs system was explanted, and the thoracic scs system remains implanted. The patient was discharged from the hospital with oral antibiotics.